Event description:
Patient reported, "breast began to descend, differently shaped and throbbing under the breast. And was aware of the recall". Healthcare professional reported, left side rupture. Gel bleed, ¿lymph nodes affected by silicone in the axillary region and silicone infiltrated even the lymph nodes¿. Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture and migration.